Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm and a cartridge alarm 19. The customer changed all of the pump supplies. The customer's blood glucose level was 88 mg/dl. The alarms were cleared.

Manufacturer narrative:
No device issue was found during device investigation related to the reported occlusion alarm.